Event description:
It was reported that oversensing/interference was noted on the right atrial (ra) lead.  It was noted the patient was using a transcutaneous electrical nerve stimulation machine.  The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.